Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient needs to take it up a notch. They replaced the batteries in their patient programmer (pp), but now can't adjust the setting. They further report not urinating like they use to and they don't feel the vibration. During the call, the patient synced to their ins which showed stimulation was on. They were on program 3 at 6.7 v and increased to 6.8 v and report feeling stimulation. The issue was resolved at the time of the report and troubleshooting resolved the reported issue. As a result of what was reported, they were redirected to their healthcare provider (hcp). They will monitor their symptoms and consult with the hcp's office. No further patient complications have been reported as a result of this event.